Manufacturer narrative:
This report is submitted on june 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant was explanted (B)(6) 2019, and the recipient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device was explanted as the recipient reportedly experienced a decrease in performance. The results of tests performed with the device in saline solution showed a breach in the electrical insulation of the electrode wire assembly. This report is filed on august 23, 2019. - attachment: [145920 device analysis report.reg.pdf]